Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+3.0/091 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure (iop) and excessive vaulting. Iop was still high on the 1 and 3 day follow-up post lens removal. Patient is responding to anti-glaucoma medications and the iop is controlled. The patient will be closely followed up. The cause of the event was unknown.